Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during tblb (transbronchial lung biopsy) procedure, syringe was inserted into the biopsy valve to deliver the fluid, the rubber seal ring inside the single use (sterile) biopsy valve was chipped and fell off into the patient's lung from the scope. Patient was under sedation with double dilution of 4% xylocaine. After injecting 1 cc of the same solution into the scope with a syringe, the syringe is filled with air and flushed again through the biopsy valve. The fallen piece has been collected with scope suction (size 3 mm) with a delay of about 5 minutes. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. Updated fields-d8, d9, g1, h2, h3, h6 and h11. The device was returned to olympus and the reported failure was confirmed. On visual inspection, it was found that part of the biopsy valve was broken/damaged. Additionally, the rubber seal ring inside the biopsy valve was chipped. The lot number is unknown; hence the manufacture date could not be identified. Based on the results of investigation, the root cause of the reported issue could not be determined, however, the likely cause of damage to the biopsy valve may be due to insertion and removal of the syringe was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.